Manufacturer narrative:
This supplemental MDR was created to retract the submitted MDR, as the autopulse platform (sn (B)(6) was a demo device owned by zoll and was not used on a patient. Therefore, this event is a non-complaint.

Manufacturer narrative:
During device evaluation performed at zoll, the autopulse platform (s/n (B)(4)) failed initial functional testing due to a jammed driveshaft. The root cause of the issue was the defective integrated encoder gearbox due to a defective component, which was replaced to remedy the fault. During further functional testing, it was noted that the drivetrain motor brake gap was out of specification, being seized up. The root cause was the defective drivetrain motor, likely due to a defective component. The brake gap could not be adjusted, and therefore, the drivetrain motor assembly was replaced to address the issue. Furthermore, the shaft lock plunger was noted to be worn out, and it was replaced. The likely root cause could be due to frequent use of the device. In addition to the reported issue, visual inspection of the returned autopulse platform revealed multiple damages to the front and bottom enclosures and bent battery lock. Based on the photos provided by the zoll service team, there was a vertical crack running through one of the screw fittings of the front enclosure. Also, multiple internal physical damages were observed to the device, and the screw fittings inside the bottom enclosure were broken. In addition, a dent was observed inside the channel (die-cast), and multiple scratches were noted on the driveshaft. Furthermore, the battery clip was bent. The observed physical damages were appeared to be the characteristics of harsh impact due to user mishandling. All the damaged parts were replaced to address the issues. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During device evaluation of the autopulse platform (s/n (B)(4)), the platform failed initial functional testing due to a jammed driveshaft. No patient involvement.